Manufacturer narrative:
Correction: UDI # (B)(4) received.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a cervical spinal fusion, the spine clamp was found to have been damaged. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no known impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The suspect clamp was returned to the manufacturer for evaluation. Visual inspection found that the retainer ring was removed from the adjustment screw. This results in the clamp being able to tighten but not open. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.